Manufacturer narrative:
It was reported that this lead was explanted due to fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the rv channel in vf recordings transmitted to home monitoring. Four shocks were started and aborted. No inappropriate therapies were delivered. Lead remains implanted.